Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was found to have leakage on the aring electrode. The leakage caused the device to sense atrium pacing in the ventricle sensing channel when it was tested in saline. The leakage was traced to an anomalous component within the hybrid.

Event description:
It was reported that the atrial and ventricular capture thresholds had risen since implant. Both the leads were replaced with two new leads. Crosstalk was noticed on the ventricular channel after each atrial pace. After repositioning both the atrial and ventricular leads, the physician replaced the ICD. No crosstalk was observed with the new device.